Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights - volista standop. It was stated the headlight detached during operation. It was confirmed there was any harm to the patient or operator. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - volista standop. It was stated the headlight detached during operation. It was confirmed there was no harm to the patient or operator. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. It was established that when the event occurred, the surgical light did not meet its specification due to the headlight¿s detachment, which contributed to the event. Provided information indicate that upon the event occurrence the device was being used for operation. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to number of sold devices worldwide, we can assume that the failure ratio of occurrence is very low. As stated by the subject matter expert at manufacturer¿s, loose spring arm safety sleeve is due to the loosening of the safety screw because of an incorrect initial tightening or a lack of inspection during the installation or the maintenance. To prevent the loosening and the absence of the screw, the installation manual describes how to assemble the safety sleeve, the maintenance manual mention to check for any loose covers and the service protocol mentions to check the presence of the spring arm safety sleeve and the presence of the fixing screw. The loosening and the absence of the safety sleeve screw can lead to the translation of the safety sleeve causing the fall of the light head. To prevent the risk of the separation of the light head, maquet dispatched the informative technical notice n.i.t. 210 reminding the importance of the tightening control after installation or maintenance. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of h4 device manufacture date field deems required. This is based on the internal evaluation. Previous h4 device manufacture date: 01/12/2021. Corrected h4 device manufacture date: 01/13/2021.

Event description:
Manufacturer's reference number (B)(4).